Manufacturer narrative:
Other relevant device(s) are: etcf3636c49e, (B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 90 mm in diameter ruptured abdominal aortic aneurysm. The patient presented emergently and coded prior to the index procedure. The diameter of the aorta at the renal artery was 23 mm. The proximal aortic neck length measured 20 mm with a 50 degree of angulation. It was reported that, during the index procedure, a small proximal type I endoleak was observed after the endurant ii stent graft had been implanted. The physician elected to implant an endurant aortic cuff. However, the proximal type I endoleak persisted. The patient had difficulty maintaining a viable blood pressure and eventually expired. Per the physician, the cause of death was due to the pre-operative ruptured aneurysm and the patient did not tolerate the procedure. The physician stated that the cause of the type I endoleak is unknown. No additional sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.